Manufacturer narrative:
Additional information was received that the patient was having inadequate coverage. It was noted that the splitter tail was not good. The patient was doing well postoperatively. Additional suspect medical device components involved in the event: model#: sc-3400-30 serial #: (B)(4) description:infinion splitter 2x8 kit (30 cm) the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the contacts had high impedances. The patient underwent leads replacement procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2316-50 serial #: (B)(4) description: infinion 1x16 perc lead kit-50 cm.

Event description:
A report was received that the contacts had high impedances. The patient underwent leads replacement procedure.